Event description:
It was reported that a patient was getting a full revision surgery for an unknown reason. Follow-up with the surgeon's office indicated that the revision was scheduled because the lead wire appeared "broken or disconnected" on an x-ray image. It was noted that impedance has been high, though it was unknown when it was first noted. It was indicated by the neurologist's office that "the vns was not delivering any current". An implant card was received noting that only a generator replacement occurred. Impedance was noted to be high, but the patient was unwilling to have the lead revised and lead revision was held off. The device was kept off. No lead revision has occurred to date. No further relevant information has been received to date.

Event description:
During a periodic programming history database review, high lead impedance was observed upon interrogation with the new generator. No known surgical intervention with the lead has occurred to date.

Event description:
An update from the company representative at the patient's last office visit confirmed that the patient had chosen not to have his lead revised and to have the device kept disabled. The post-replacement diagnostics were clarified to have indicated high impedance and low output current status. No additional relevant information has been received to date.